Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR review could not be performed because no specific product was identified and no serial number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b1: correction: product problem; adverse event / hospitalization. Correction: type of reportable event: serious injury.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the patient hospital due to pump unknown pump issue. No additional adverse effects reported.